Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the clik anchor had cause patients discomfort. The patient underwent a revision procedure wherein the anchor was moved. The patient was doing well postoperatively.